Manufacturer narrative:
(B)(4).the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with unspecified intraperitoneal and intravenous antibiotics (dose and frequency not reported) for the event. It was reported that the patient had recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.